Manufacturer narrative:
(B)(4), the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. No issues were encountered advancing or withdrawing the initial procedural sheaths. Following the undisclosed procedure, an 18f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. After dealing with the bypass tube issue manually, the physician continued to push the bypass tube into the sheath, resolving the issue and completing closure. The patient experienced no harm or health consequences due to the event. The patient outcome was reported as okay post-procedure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The der process will continue to monitor for any similar events.

Event description:
It was reported that: bypass tube - difficult interaction with hemostatic valve. Finished with this device anyway. Additional information has been requested from the account.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: bypass tube - difficult interaction with hemostatic valve. Finished with this device anyway. Additional information has been requested from the account.